Manufacturer narrative:
The investigational analysis completed 12/19/2019. The device was visually inspected and reddish- brown color was found inside the pebax. During a second visual, the initially observed reddish-brown material inside the pebax was confirmed. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested and it was found to be working properly. The force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed mechanical damage and two holes on the pebax surface. The object that caused the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found two holes on the pebax surface. Initially, it was reported that when coming on ablation, the force value would increase from 3-5 g and then spiked up to 35g. Caller reported that the force vector was also inverted when the force value would spike. The cable was replaced without resolution. The grounding pad was replaced, without resolution. Catheter replacement resolved the issue. The carto 3 system was operating per specifications. The observed high force and inverted force vector issues have been issues have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 11/20/2019, the bwi pal received the device for evaluation. Upon initial and secondary inspection, reddish- brown color was observed in the pebax. The observed reddish-brown color has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was then performed. On 12/13/2019 during scanning electron microscope analysis, the bwi pal observed mechanical damage and two holes on the pebax surface. The observed holes on the pebax surface have been assessed as a MDR reportable malfunction as the device integrity was compromised. The awareness date has been reset to 12/13/2019.